Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire medical has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire medical that a patient expired while connected to the lap top ventilator 1150. The customer reported that the wife of the patient allegedly claim there was no alarm. However, there are witnesses that claim there were alarms.